Event description:
A malfunction alarm with code "malf 12" was reported. There was no reported adverse impact to the customer's blood glucose level. The pump had not been reset for this malfunction in the last 24 hours, so technical support provided pump reset information and assisted in resetting the pump. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump. The customer understood and acknowledged the instructions to call back if the malfunction code recurred.